Event description:
Patient is a (B)(6) gentleman with a history of erectile dysfunction. Originally had a penile implant placed by another physician. Was happy with it until it began to malfunction, and one year ago was replaced by a second physician. However, patient was never happy with this coloplast implant. The pump never did work properly and there appeared to be redundancy of the tubing which was coming along the shaft onto the skin above the implant causing pain at the site where the tubing was overlapping with the cylinders. Subsequently, patient was examined in the office was counseled regarding the defect in the function of the pump, where it would take almost as much pressure to be generated with two hands to administer the first pump every time. Patient was seen in the office on multiple occasions and every time it was significantly difficult to pump it the very first time. Combining this with the excess tubing and pain, patient was not able use the implant and requested to be exchanged for a new one. Manufacturer response for penile prosthesis, coloplast penile prosthesis (per site reporter): as of this report, there has been no response from the manufacturer.